Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found. An error was identified during internal review of this MDR. This has been corrected in this report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiography procedure, the tip of the catheter detached. The physician had acquired femoral artery access and during catheter manipulations within the patient's arterial lateral profunda, the tip detached from the catheter yet remained on the guidewire. The catheter tip was removed together, with the guidewire. No patient injury to report.